Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. During further investigation of part returned showed the customer compliant was caused by an out of spec airflow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the airflow accuracy test (pvt test 5) failed at the zero position. There was no patient involvement.